Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) burned the patient's chest. Attempts to obtain additional information from the field representative were unsuccessful. All available information indicates that this ICD remains in service. No additional adverse patient effects were reported.